Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. All available patient x-rays were reviewed. Examination found the femoral head is positioned slightly high inside the acetabular cup, leaving plenty of space at the bottom side of the head in relation to the cup, however, examination did not find anything indicative of a product defect associated to the reported hip femoral stem. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the fracture was on lesser troch bone area, not with the implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient fell and suffered a periprosthetic fracture of his right hip. Several cables were used to treat the fracture. The surgeon also elected to change the patient's duraloc acetabular poly liner and femoral head at the same time. Doi: unknown, dor: (B)(6) 2021, (right hip).